Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had normal operating currents and no unexpected low battery alarm or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The customer's blood glucose was unknown. The button error alarm was discovered when the customer was reviewing the alarm history for a low battery alarm. He also stated the insulin pump would not alarm low battery. The customer also reported his battery only lasting for 4 or 5 days. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.